Event description:
As reported by the field clinical specialist, during a subclavian tavr with a 23mm sapien 3 ultra valve in the aortic position, a noted increased push force was needed to advance commander delivery system through esheath plus. There was a sudden release of pressure noted and upon removing the esheath and delivery system and the system had pushed through the expandable portion of the sheath. There was no injury or other complaint by the implanting physician. An angio was taken post closure of the right subclavian with no noted injury to vessel. Per the field clinical specialist, the esheath was split along the expandable portion at least 6 inches from the tip and there was some tortuosity in the vessel. A review of a photo of the device after use show an esheath distal tip torn and the crimped valve is observed exiting through the liner of the esheath.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, device code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. An image review was performed, and the following was observed: tortuosity was observed on the patient right access vessel. Delivery system was exposed through torn sheath liner with liner strand and torn distal tip. A visual inspection was performed, and the following was observed: sheath liner fully expanded, sheath liner torn 4" from the distal tip, liner strand approximately 1.5" in length located approximately 2" from distal tip, distal tip opened but was torn along radial axis, stretching observed at distal tip opening, deep scratches observed on sheath distal end and all tip score lines were present. Functional testing was unable to be conducted due to the return condition of the sheath (liner expanded and distal tip opened/torn). Dimensional testing was performed to measure the liner thickness along the liner tear and all measurements met specification. Due to the condition of the liner strand (stretched), a measurement on the strand was not able to be taken. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed based on returned device evaluation. However, no manufacturing non-conformances were observed during evaluation of the returned device. Review of the device history records, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, "during a subclavian tavr with a 23mm sapien 3 ultra valve in the aortic position, a noted increased push force was needed to advance commander delivery system through esheath plus. There was a sudden release of pressure noted and upon removing the esheath and delivery system and the system had pushed through the expandable portion of the sheath. There was no injury or other complaint by the implanting physician. An angio was taken post closure of the right subclavian with no noted injury to vessel. Per the field clinical specialist, the esheath was split along the expandable portion at least 6 inches from the tip and there was some tortuosity in the vessel." The returned imagery support that there was tortuosity in the patient access vessel. Per the IFU/training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Tortuosity can lead to non-coaxial alignment in the advancement of the delivery system through the sheath resulting in increased insertion force. Furthermore, it can lead to the crimped valve struts to interact with the sheath liner. While no calcification was seen on the patient vessel imagery, scratches observed on the sheath distal tip suggest that calcification may have also been present. To overcome the resistance experienced, it is likely that excessive force and manipulation of the sheath were applied. Both of which could have contributed in the delivery system with crimped valve tearing the sheath liner and creating the liner strand as it advanced through the sheath. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (device manipulation) may have contributed to the reported difficulty advancing the delivery system through sheath, sheath liner torn and sheath liner strand. Per evaluation of the returned device, the sheath distal tip was torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment (pra) and a CAPA previously initiated to capture further investigation and corrective/preventive action activities. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As 3mensio imagery shows the presence of access vessel tortuosity near the aortic bifurcation, tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment has been previously initiated to capture further investigation of reports of difficulties advancing the delivery system through sheath. No corrective action or product risk assessment escalation is required at this time.